Event description:
It was reported that pump display had pixel problem that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while pump, which was under warranty, was replaced, and technical support confirmed shipping details, instructed customer to place pump in storage mode before return, and advised that pump settings would need to be programmed into replacement pump, which customer understood and acknowledged.